Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that the bipolar forceps mco290 70mm w/tray, did not cauterize. Another forceps was used instead. It is unknown if there was any patient contact, however, no patient injury/death alleged. There was no revision or medical intervention required. There was no surgical delay due to product problem reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The DHR reviewed and no anomalies that could be associated with the complaint were observed. The mobile part of the device is jammed. There are blood stains on the electrodes and between the mobile part and the tube. The coating is not damaged. After cleaning and lubrification of the device, the device worked. The electrical test passed. Root cause was identified as that the forceps did not realize coagulation because the electrodes was dirty. Moreover, the jamming of the device is due to an improper cleaning and a lack of lubrication despite of reprocessing instructions described in the instructions for use (IFU).